Manufacturer narrative:
The root cause was determined to be user error.

Event description:
It was reported by an onkos sales representative that during a non-onkos revision to implant an eleos total femur replacement, the surgeon had initially selected the appropriate construct length with implant trials but subsequently increased the total construct length by 2cm intraoperatively. This switch was made by the surgeon against the recommendations of the onkos sales representative. There is no alleged failure of the revised nanocept midsection to meet any of its product specifications.